Manufacturer narrative:
Additional information: section d4 (device mfg date) was updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Performed a visual inspection of the returned sensor, no issues were observed. The sensor plug was properly seated, and no damage was observed on the sensor patch. Data was extracted using approved software and the sensor was found to be in sensor state 6 (indicating abnormal termination) with a voltage below the specification range (event log 10). The sensor was reprogrammed, however, the sensor was unbaled to activate after reprogramming. Performed a visual inspection on the sensor plug assembly; no failure modes were observed. The sensor was sent for further investigation and de-cased. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), and corrosion due to liquid ingress was observed. The battery was measured to be within specification. It was determined liquid contamination compromises the integrity of the sensor's electronics. Therefore, this issue is confirmed to liquid ingress. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.